Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Note the patient received two extensions from the same lot number. It was reported the patient experienced pain at the extensions. The physician explanted the extensions and repositioned the leads. Then the leads were connected to the ipg which resolved the patient's issue.